Event description:
It was reported via clinic notes, a vns therapy patient's lead "started to push up against the left cervical skin underneath the platysma. There was no associated inflammation but if this process continues, it will extrude to the skin, thereby infecting the electrode lead, causing infection of the entire foreign body and necessitating removal. Surgical findings revealed the tie-down had mobilized superficially so that it was up against the platysma. The tie-down was removed and replaced." Good faith attempts to obtain additional information have been unsuccessful to date.